Event description:
The customer reported that a pt's sample containing anti-big e reacted negative on the ortho provue analyzer. The customer confirmed the negative results in both the provue and manual get test. Visual inspection of the gel cards was also negative. Sample reacted positive (1+) using the same lot of cards with competitor cells. No erroneous results were reported. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
An ocd field engineer visited the site and performed gel camera adjustments, generated a reader reference image, verified that the vacuum and pressure settings. All were within specifications. The customer tested qc and samples to verify the analyzer performance. All were acceptable. This customer has not logged any similar complaints against this analyzer since the incident. Incident is isolated. (B) (4).